Event description:
It was reported that during the surgical procedure the permanent cautery hook instrument cables were broken at the instrument wrist. No patient harm, adverse outcome or injury was reported.